Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve procedure, when the scrub nurse went to load the cartridge into the stapler for the fourth firing in the procedure, the staple retaining cap fell off. Upon further investigation on the back table, it was noticed that the safety lockout tab was not in the "start" position on this non fired cartridge, nor was it anywhere along the visible portion of the cartridge. At this point they opened another cartridge to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Added additional information.